Event description:
It was reported that the lead exhibited noise and out of range high pacing lead impedance. The p waves could not be measured. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. Analysis states that the lead impedance was caused by dried body fluids on helix. No anomaly was found. (B)(4).